Event description:
Procedure type: unknown. Patient gender: unknown. According to the reporter, the balloon popped while inflating during the procedure. Nothing was left in the patient cavity. A new instrument was used to complete the procedure. No patient injury was reported. No further patient details have been made available.